Event description:
It was reported that prior to the procedure when firing the device, the clip would come out sideways. Another device was used for the case and no consequence to the patient. One device being returned.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the instrument was nonfunctional. The instrument was cycled and ejected the clips due to a misassembled lifter spring. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the manufacturing process.